Event description:
A pt underwent lower extremity angioplasty on the patient's left leg. As the balloon was being pulled out, the hub of the sheath separated from the sheath, leaving the sheath inside the patient. The sheath was removed with a wire and balloon. The physician inflated the balloon slightly and slowly pulled back, resulting in the sheath being extracted from the patient. No patient harm/problems or concerns were caused by this product failure.

Manufacturer narrative:
The product was returned in a used and damaged condition. The sheath had separated at the transition to the proximal flare, which remained held firmly between the cap and adapter of the proximal fitting. The distal tip had been folded inwardly and the proximal end at the point of separation was out of round, although not flattened, while the remainder of the sheath exhibits no remarkable wear or damage. The atb catheter used in conjunction with this device was not returned for examination nor report of patient condition, of incomplete balloon deflating or of having difficulty during advancement; therefore, it is difficult to determine with certainty why the physician experienced difficulty during the procedure. However, it should be noted that during the withdrawal of a device through the sheath, the sheath should be held in place until withdrawal is complete (resulting in compressive force at the proximal fitting, not tensile force). Per quality control specification, this device is 100% inspected to insure correct inside diameter and outside diameter of tubing; in addition to insuring the material is free from surface defects, bumps, bulges and protruding coils. Appropriate personnel have been notified of this event, and we will continue to monitor this device of similar complaints.